Manufacturer narrative:
(B)(4). S/w version 4.11e, retainer ring = black. Customer complained about the unit being exposed to moisture on event date of (B)(6) 2022. Tested with a test p-cap and the test p-cap locked in place properly. Pump passed displacement test. Pump failed self test due to pump error 75 due to moisture damage. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1, pcba 2, and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, scratched lcd window, cracked case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, serial number label damage, missing display window cover, moisture damage, moisture damage, corroded motor home switch. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and had a blank display. Troubleshooting was performed and the customer stated that there was fluid under the lcd display. The customer will discontinue to use the insulin pump. The insulin pump was returned for analysis.